Manufacturer narrative:
(B)(4). Date sent: 11/5/2025. Corrected data: b3. Additional information received: date of surgery: (B)(6) 2025. Date of the complication: (B)(6) 2025. Which procedure? Details: combination of debulking endometrial carcinoma by a gynaecologist and left hemicolectomy with sts hand-placed anastomosis full description of the complication (so a little more detailed than in the app, if possible? Leakage at the stapled suture of transverse column. In the middle of stapled row, over a length of approximately 2 cm. The bowel appears vital. We shortened the stump. And then checked the blood flow with icg, which was good.

Event description:
It was reported that post operative to an unknown procedure there was leakage of the staple line at one of the edges after a site-to-site anastomosis. Seemed the stapler at the end were open. Did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? --> yes. Did the patient require revision surgery or hardware removal? --> yes, was there any additional medical intervention required such as x-rays, additional procedures, prescriptions?--> yes re-operation, patient status/ outcome / consequences --> yes, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)?--> re-operation, is now stable.

Manufacturer narrative:
(B)(4). Date sent 10/15/2025 d4 batch # unk . D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. B3: only event year known: 2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? What surgical procedure was performed? What color setting was selected on the device and what was the sequence of the firings? What anatomical structures was the device fired on? What device was used to create the common channel? What was used to close the common opening? Were there any issues experienced with the device in the initial surgical procedure? Was the device difficult to fire? How were the post-operative issues identified? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Does the surgeon believe the post-operative issue was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.